Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was returned in good condition. The device was tested with a generator and was functional. The tissue pad was examined and normal wear was visually seen. Flaking of the tissue pad may be caused due to activation of the device while clamping without tissue being present in the entire jaw area. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a thyroidectomy procedure, the tissue pad is breaking loose. There were teflon flakes of the tissue pad coming off in a spray and going onto the tissue. The surgeon flushed the tissue and removed the particles. The same device was used to complete the procedure. There was no adverse consequence to the patient.